Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) the monitor did not turn on correctly during the initial start-up and daily tests. There was no patient harm reported.

Manufacturer narrative:
Updated data:b4,g3,g6,h2,h10,h1. Corrected data:b5,b6,b7,d10,e1(event name), h6(impact).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) the monitor did not turn on correctly during the initial start-up and daily tests. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. Additional information: event site postal code: (B)(6). Getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pcb inverter dc to ac, cable dc/ac inverter and pcb color video rec'r bd and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.